Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection determined that the sponge was smaller than specified and verified the reported condition. The cause was a manufacturing issue due to raw material not meeting specification. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was outside of the cap of a minicap prep kit. This event occurred just after the package was opened and the minicap prep kit was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.